Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pacemaker was explanted due to pocket infection on (B)(6) 2019. The device was replaced on (B)(6) 2019. The patient was stable post procedure.

Manufacturer narrative:
Additional information: per analysis update. Analysis was normal. No anomalies were found.